Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging a battery indicator issue with their onetouch ultramini meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged battery indicator issue began on (B)(6) 2015 at approximately 6pm when attempting to measure her blood glucose. The patient stated that she manages her diabetes using insulin and self-adjusts the dose, and reportedly decreased her dose of novolog insulin by 2 units since (B)(6) 2015 in response to the reported issue. The patient reportedly developed symptoms of dry mouth, excessive thirst, sweaty, shaky and disoriented approximately 1 week after the alleged meter issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that it was not the first use of the product and there was no misuse. The csr confirmed that the meter battery required to be replaced, but the patient did not have a new battery. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation:the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.